Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/2/2021. A manufacturing record evaluation was performed for the finished device batch qcbezd and no non-conformances were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code 8523 was received for evaluation. Clip off and incorrect marks of the swage area defect could be observed in the sample. The visual inspection concluded that the needle was detached from the suture, the barrel hole was examined under magnification and remnant suture was noted, the hit of the swage is misaligned causing some degree of damaged to the suture. The functional test could not be performed. The clip off and incorrect swage defects have been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip off and incorrect swage were identified during the investigation of the sample received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following additional information was obtained: "the procedure was lower anterior resection of the rectum. It was planned to be used as a support suture for lifting the uterus. The surgeon lost sight of the needle, but it was stuck in the trocar. It did not fall into the patient's abdominal cavity." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an laparoscopic lower anterior resection of the rectum to treat anterior uterine prolapse on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.